Event description:
Pump reported to be set at 85 ml/hr with a 500 ml bag of mannitol. Two hours into the infusion, the bag was found full. No pt injury reported. The pump was replaced and the infusion went on. The pt has since died, but is unrelated to the reported issue.